Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy the customer's vapr 3 footswitch buttons were pressed and did not function. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide a lot number or any additional information. The device is being returned for evaluation.